Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the cysto-nephro videoscope had an ethylene oxide (gas) valve cap that didn't come out of the scope and the scope was degloved at distal end. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided for the investigation, the reported event was confirmed, however; a probably cause was not identified and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.